Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the strings snapped and significant bleeding occurred. The target lesion was located in the left kidney. A 22cm, fr. 8 flexima¿ ureteral stents was selected for use. During procedure, the device was advanced and placed in the target lesion. Furthermore, the locking strings were attempted to be detached but failed. The strings were eventually snapped; however, this lead to significant patient bleeding. Patient will be sent to a second procedure for stent exchange to treat bleeding. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.